Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced scratched screen hard to read, changing battery more frequently, diminished battery life, pump had rejected new battery, slow during rewind, buttons issues less responsive sticking, buttons hard to press, no delivery alerts. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1880. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported a past insulin flow blocked alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. Customer will discontinue to use the insulin pump. Product mmt-1880 returning for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. All buttons were tested for their functionality and all passed. No failed battery test alarms, rewind anomaly, no delivery/occlusion alarm, and other battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on the event date of 26-dec-2024. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces on 12/25/2024 at 20:26:01.000. Pump alarmed no relevant no delivery alarms on the event date of 26-dec-2024 in the pump history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was not confirmed at the screen, however, other cosmetic damage was noted. Failed battery test was not confirmed during testing. Unresponsive buttons/keypad was not confirmed during testing. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.